Manufacturer narrative:
We are still trying to get more information, some questions answered, and see if the devices can be returned. The investigation is ongoing. Once we have any additional relevant information, it will be submitted in a supplemental report. Please note that this report covers all three instances currently, as we have no details at all about the separate incidents. The three instances are tracked under (B)(4).

Event description:
Complainant alleges "filament issue and fell apart. 3 instances of note to date, happened during 3 different procedures.".

Manufacturer narrative:
The device was not returned for evaluation, and no pictures of the device were provided. The complaint was unable to be confirmed, and the root cause is unable to be determined. If any additional relevant information is identified, it will be submitted in a supplemental report.